Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted that the green pull ring cap was dislodged from the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of two (2) amia automated pd cycler sets "fell off completely". This was identified during training and setup for peritoneal dialysis therapy. As a result, the cassette sets were not used. There was no patient injury or medical intervention associated with this event. No additional information is available.